Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient was hospitalized for elevated blood glucose (bg) of 479mg/dl with vomiting, dehydration, and large ketones associated with a loss of prime issue. The patient was reportedly treated with intravenous (IV) fluids, IV glucose, and insulin via injection. The reporter noted that the patient¿s healthcare provider made basal rate adjustments related to the alleged bg excursion. During troubleshooting, it was determined that the pump appropriately emitted a loss of prime warning due to an empty cartridge alarm. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump, in that there was an inadequate response to an appropriately emitted alarm.

Manufacturer narrative:
(B)(4). Follow up #1 submitted: 03/07/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box data revealed the last basal delivery was on (B)(6) 2017. The black box showed multiple records of loss of prime associated with a low non-zero force between (B)(6) 2016 and (B)(6) 2017. Black box records show the pump was then manually suspended on (B)(6) 2017 19:05 and powered off at 20:05. Pump was powered back on (B)(6) 2017 13:52 and deliveries resumed at 15:59. During investigation, the pump was powered on and ez-prime and 24-hour duration testing was successfully completed with no loss of prime warnings duplicated. The pump was detecting the correct force during investigation. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was opened for investigation; force sensor pins were properly seated and solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of internal moisture. The force sensor was evaluated and found to be within the required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.